Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed, and it exhibited scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.03 x 0.032¿. There was material missing.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had damage to the insulation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: thermal damage was not observed during or after the procedure. The device was not used, damage was noticed before case. Arcing was not observed during the surgery. The arm was not used during case. There was no injury to the patient.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.